Event description:
The device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test results. Review of x-rays by manufacturer revealed that device placement and strain relief appeared to be normal. Two tie-downs were noted. No gross fractures or sharp angles were noted; lead connector pins appeared to be fully inserted past the generator connector blocks. Lead break or electrode/nerve interface issue due to possible fibrosis is suspected. Revision surgery is likely. No adverse event was reported in conjunction with the high lead impedance condition.